Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and high out of range impedance measurements during the scheduled replacement of previous implantable cardioverter defibrillator (ICD). This rv lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.